Event description:
A report was received that during the trial procedure the patient developed mild swelling and reddening in the area where the lead exited the skin. The lead was trimmed to below skin level. The patient was later admitted with fever, mild headaches, and pain at the point of entry of the lead that was previously trimmed. The system was explanted and the patient was given cefuroxime. The physician believes the infection was procedure related. The patient recovered and the event resolved.

Event description:
A report was received that during the trial procedure the patient developed mild swelling and reddening in the area where the lead exited the skin. The lead was trimmed to below skin level. The patient was later admitted with fever, mild headaches, and pain at the point of entry of the lead that was previously trimmed. The system was explanted and the patient was given cefuroxime. The physician believes the infection was procedure related. The patient recovered and the event resolved.

Manufacturer narrative:
Additional information was received that the lead extension was trimmed to below skin level.

Event description:
A report was received that during the trial procedure the patient developed mild swelling and reddening in the area where the lead exited the skin. The lead was trimmed to below skin level. The patient was later admitted with fever, mild headaches, and pain at the point of entry of the lead that was previously trimmed. The system was explanted and the patient was given cefuroxime. The physician believes the infection was procedure related. The patient recovered and the event resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices will not be returned to bsn as their current location is not known.